Manufacturer narrative:
Analysis of the returned device identified: underweight, broken shell and missing shell (0-25%). A visual and microscopic analysis was performed which identified striated broken and crease fold. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.